Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as non-compliance to the sterilization technique. The same day as event onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics which were discontinued 8 days after event onset. The same day, dianeal therapy was discontinued and the patient was transferred to hemodialysis therapy. At the time of this report, the patient was not recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined to provide any further information.